Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 250 mg/dl and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.